Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during pre-op check for generator replacement surgery, the patient had low impedance. There was no trauma or manipulation to the lead prior to the low impedance. When the generator was replaced, there was still low impedance. Surgeon inspected leads to find the silicone coating of the lead was a little cracked, but overall the lead was fine. The surgeon debated between lead revision or using bone wax, and after talking things over with patient¿s caregiver, the surgeon chose to use bone wax to insulate the lead and the re-tested impedance. All values came back within normal limits. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
B5. Corrected description of event, initial report: more details inadvertently left out.

Event description:
The physician reported that the tubing was cracked and he stated he saw the wire. The surgeon stated if the lead stopped working he would do revision, but impedance was good. No recent seizures since battery replacement. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.